Event description:
On (B)(6) 2022, abbott point of care was contacted by a customer regarding I-stat pt/inr cartridges that yielded suspected discrepant pt/inr results on a 72 year old female patient with left foot wound debridement. There was no additional patient information available at the time of this report. Return product is available for investigation. (Method, date, collected, tested, result, sample) I-stat, (B)(6) 2022 , 06:54, 06:55, inr 6.5, finger stick. I-stat, (B)(6) 2022, 07:05, 07:06, inr 6.1, finger stick. Sysmex cf5100, (B)(6) 2022, 08:00, 08:54, inr 4.47, venous/blue top tube. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 12-oct-2022. A review of the device history record (DHR) confirmed the cartridge lot passed release specifications. Retained and returned cartridge testing met the acceptance criteria in appendix 1 of q04.01.003 rev. Ak (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.